Manufacturer narrative:
The surgeon also noticed loss of bcva. "Pellucid degeneration, previous corneal surgery (non- refractive)" is corrected to "pellucid degeneration". (B)(4)

Manufacturer narrative:
This product is not marketed in the u.s. Patient code (B)(4): no code available (significant reduction of ica, enlargement or addition of pi-yag, administration of topical 2% pilocarpine, superior iridectomy, narrow anterior chamber). Conclusion code: off-label use [previous history: pellucid degeneration, corneal surgery (non-refractive)] (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticm5_13.2, -6.5/+6.0/152 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2018. The surgeon reports significant reduction of irido-corneal angles (ica), decreased visual acuity, blurred vision, enlargement of pi or addition of new pi performed via yag, and administration of topical 2% pilocarpine. The status of the eye is listed as superior iridectomy, narrow anterior chamber. Additional information-first day post-op the visual acuity without correction was "almost 20/20," but "a few days after" it was 20/50. Post-yag laser and topical pilocarpine the va was 20/30 but "today" is 20/80 without correction. The last visit date is listed as (B)(6) 2018. The lens remains implanted.

Manufacturer narrative:
Previously stated that the lens remains implanted. Updated statement: on (B)(4) 2019 the lens was exchanged with a different model, shorter length lens. The problem is resolved. (Secondary surgery, lens exchange). Claim # (B)(4).

Manufacturer narrative:
Updated/additional information: on (B)(6) 2019 the surgeon reports the patient's bcva is 20/30 in his right (od) eye. Claim# (B)(4).

Manufacturer narrative:
Device evaluation: the lens was returned in a micro centrifuge vial with moisture on the lens and clear surgical residue on product. Visual inspection found no visible damage to lens and residue on the lens. (B)(4).